Event description:
It was reported that during preparation, the stent implant dislodged from the balloon while removing the protective sheath. The stent implant was never used. The procedure was completed by using another stent delivery system. There was no clinically significant delay in procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. A follow up will be submitted with all relevant information. Xience xpedition is currently not commercially available in the u.s. The product code and the PMA number is based on the predicate device (xience prime) and is therefore similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.